Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for evaluation. The guide wire cap was not returned and the guide wire was removed from the guide wire tubing, indicating that the assembly was manipulated by the user. Visual analysis revealed the distal j-bend was slightly misshapen and contained offset coils. The two prominent kinks in the guide wire were located 21 and 32 mm from the distal tip. The total length of the guide wire measured to be 680 mm. The outer diameter of the guide wire measured to be 0.79 mm. These dimensions could not be compared to graphic specifications as a valid product code was not provided by the customer. The guide wire was advanced through a lab inventory ars/introducer needle assembly with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. Although the IFU provided in this kit could not be reviewed, standard arrow IFU's warn the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. However, the guide wire was returned removed from the guide wire assembly, indicating that the sample was manipulated which contradicts the reported time of discovery. Additionally, the customer provided neither a valid lot nor a product code number for the sample so the guide wire dimensions could not be compared to specifications. Based on the info provided by the customer and the sample received, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the swg (spring wire guide) was kinked/deformed out of the package.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the swg (spring wire guide) was kinked/deformed out of the package.